Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal tape bladder suspension, cystoscopy, posterior vaginal repair, and perineoplasty due to symptomatic pelvic relaxation with stress urinary incontinence and symptomatic cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent release and revision of sling on (B)(6) 2009 by dr. (B)(6) due to pelvic pain and vaginal mesh exposure at (B)(6).

Event description:
Details: it was reported that the patient underwent release and revision of sling on (B)(6) 2009 by dr. (B)(6) due to pelvic pain and vaginal mesh exposure at (B)(6).

Manufacturer narrative:
(B)(4): mesh was implanted along with concurrent perineoplasty. Due to vaginal erosion from mesh, patient underwent removal in (B)(6) 2009.